Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The event occured within 3 hours of insertion (insertion was made at abdomen). Cannula issue led to an increase in blood glucose level and treated with correction injection via multiple daily injection. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.